Manufacturer narrative:
Updated fields: b4, g1, g7, g3, g6, h2, h6 (type of investigation), h11. Corrected field: d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint ID #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch # mw5161991 received 04november2024. A 44-year-old male with a history of heart failure with reduced heart function, coronary artery disease, atrial fibrillation, diabetes, end stage renal disease on dialysis, and gastric bypass. He was listed for cardiac transplantation with an intra- aortic balloon pump (iabp) and inotropes for hemodynamic support. It was discovered on imaging that the distal marker tip of the iabp had migrated. Patient was brought back to the cardiac catheterization lab to remove and replace the iabp. When removed, all components were intact and removed without any retained foreign body. There was evidence of proximal radiopaque marker dislodgement as the cause of the apparent migration of the iabp. The iabp was replaced without adverse effects to the patient. Patient subsequently expired. Internal formal investigation felt the death related to advanced heart failure and renal failure, not related to device malfunction.